Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 30. Details of surgery: sinus augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and inflammation. No further patient complications were reported.